Event description:
As reported, a surgeon was concerned that the packaging (foil sterile pouch) of a ventralight st mesh had a hole in it. The product was not implanted. There was no injury to the patient. The sales rep stated he did not see any breach or hole in the foil pouch or the outer product carton. There is no damage noted to the packaging; the foil pouch appears to have a crease.

Manufacturer narrative:
As reported, hole in foil pouch of ventralight st. Evaluation of the returned sample indicates the pouch was sealed correctly, and the pouch integrity is intact. The pouch was received opened from the chevron end as intended, with multiple creases/wrinkles noted. Evaluation of the foil pouch does not find any tears or holes. The creasing found is a known characteristic of foil packaging when opened for use. Product is found to meet specification. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.